Event description:
Patient reports the attending dentist is not happy with the bite after the byte treatment since one of the top canines is hitting a bottom one causing trauma to the upper tooth, and the dentist would like to correct the patient's bite slightly. Current upper aligner is #6 and lower is #15.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission.